Event description:
It was reported that this pacemaker system was explanted a couple years after implant due to unknown product performance issue. The patient received intravenous antibiotics as part of the treatment. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however, at this time no further information was provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker system was explanted a couple years after implant due to unknown product performance issue. The patient received intravenous antibiotics as part of the treatment. No additional adverse patient effects were reported. The device has been received for analysis. The local area field representative was contacted for additional information, however at this time no further information was provided.